Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
At the repair bench it was found that there was no audio from the speaker. The device was not clinical in use when the issue was found. There was no report of patient or user harm.

Event description:
At the repair bench it was found that there was no audio from the speaker. There was no patient involvement. There were no reports of a patient injury or harm.